Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
A heart block occurred. It was reported that farawave 2.0 nav was selected use during an atrial fibrillation (a fib) procedure. During procedure, the physician was using the device off-label to create an anterior line in the left atrium for a mitral flutter. Following the first pulse from the farawave catheter the patient developed transient 2:1 av heart block, physician stopped ablation and monitored the patient while performing pacing maneuvers. Patient recovered after 20 minutes. Patient has been fully recovered.